Manufacturer narrative:
This device has not been received for analysis. When the device is received and analysis is completed, this report will be completed.

Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely. It was noted that during the routine follow ups, the longevity of the battery had been decreasing drastically. Eventually, it led to the patient experiencing dizziness and was admitted to the hospital in which it was determined that this device was exhibiting pacing inhibition due to battery depletion. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely. It was noted that during the routine follow ups, the longevity of the battery had been decreasing drastically. Eventually, it led to the patient experiencing dizziness and was admitted to the hospital in which it was determined that this device was exhibiting pacing inhibition due to battery depletion. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.